Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 26 mg/dl. Prior to the event, the customer experienced a blood glucose reading of 429 mg/dl, and she treated with a 5.5 unit bolus. Later that night, she experienced low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test, but failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.